Event description:
As reported, the tip of a 5f mynx control vascular closure device (vcd) frayed upon insertion to the sheath. No injury was reported to the patient. The device is being returned for evaluation.

Manufacturer narrative:
A duplicate report has been submitted. A medwatch was submitted by (B)(6) at (B)(6) to capture this event. A review of the manufacturing documentation associated with lot f2125105 presented no issues during the manufacturing process that can be related to the reported event.